Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt of the lead, the helix was confirmed to extend and retract prior to the implant attempt. It was further reported that the lead was positioned in the targeted location, however the helix would not extend. The lead was removed and tested, which found that the helix would not extend or retract. The attempted lead was not used and was replaced with a new lead. No patient complications have been reported as a result of this event.